Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. Almost 10 months following surgery, the pt presented with recurrent lower back pain and recurrent left lower extremity pain which was moderate in intensity. The pt was prescribed a medrol dose pak. The event resolved with treatment 8 days later. In 2000 the pt again presented with recurrent lower back pain and right lower extremity pain, which was considered moderate in intensity. A second medrol dose pak was prescribed. The outcome of this second event is unknown, as the pt was lost to follow-up. The investigator classified both events as unrelated to adcon-l and considered them idiosyncratic effects.